Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp boards at the affected locations. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported amp board errors at the fl2, fl3 and fl4 positions and warnings at the forward scatter (fs) and fl1 position on their fc 500 flow cytometer.